Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported wide disparities in spo2 results. As quoted by customer. ¿a lot of the anesthesiologists and crna are complaining of not being able to get readings on patients in operating room." No patient impact or consequences were reported.